Event description:
Hamilton medical ag received the following event description: ventilator had 9421, and panel connection loss issues

Manufacturer narrative:
No patient harm was reported. The ventilator was not returned to hmag for investigation. The log files of the device were received and analyzed. They show the following: on (B)(6) 2022 at 8:34:13 p.m., a panel connection lost occurred during ventilation in the scmv. A reboot of the ventilator unit (vu) esm was carried out with the message power fail/ restart after power failure at 20:34:32 after a successful reboot of the vu, the log files show that the device went into ambient mode. The device could be switched off manually. The next time it is started up, the device goes directly into scmv ventilation without any abnormalities. As a summary, temporary vu esm failure with a reboot and ventilation stop was seen in the log files. Based on the received information, the root cause is the temporary failure of the vu esm. It was suggested to replace the vu esm. This file reports the event stated in hamilton medical ag case number cer (B)(4).